Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was intermittently not delivering 100% of the customer's total daily basal needs. Customer blood glucose reached 352 mg/dl-496 mg/dl. Multiple attempts were made by tandem technical support and tandem clinical diabetes specialist to troubleshoot with customer; however all were unsuccessful.